Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) recommended performing a maximum energy shock to test the system. No adverse patient effects were reported. Additional information received confirmed that the recommended shock lead impedance testing was not performed.